Event description:
Customer called to report the insulin pump is squirting out insulin during the manual prime process and continues to drip after the motor stops. Blood glucose reading was 147 mg/dl. Troubleshooting was performed. The drive support cap was found to be protruded. Advised to remove the battery for 11 minutes. Assisted with clearing battery out limit and bolus stopped alert. Insulin pump was stuck in the rewind process. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and broken battery tube threads.